Manufacturer narrative:
Results evaluation codes: we are anticipating the return of the sample used in this event. Upon receipt of the sample, and completion of the investigation, a follow-up report will be subitted.